Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of tunneler/sleeve/catheter connection issue (loose/detached) cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Scar004227 was previously sent to tunneler supplier, disposable instruments, for DHR review of affected supplier lots for similar reported complaints. Scar004269 was sent to sleeve supplier, martech, to make them aware of this complaint event. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the following is provided as a reference from dfu: warning: do not over-expand subcutaneous tissue during tunneling. Over-expansion may delay/prevent cuff in-growth. 6. Lead catheter into the tunnel gently. Do not pull or tug the catheter tubing. If resistance is encountered, further blunt dissection may facilitate insertion. Remove the catheter from the trocar with a slight twisting motion to avoid damage to the catheter. Precaution: do not pull tunneler out at an angle. Keep tunneler straight to prevent damage to catheter tip. Note: a tunnel with a wide gentle arc lessens the risk of kinking. The tunnel should be short enough to keep the y-hub of the catheter from entering the exit site, yet long enough to keep the cuff 2 cm (minimum) from the skin opening. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported an issue with a bioflo dialysis catheter. During a procedure, the tunneler disengaged off the sleeve and catheter at the venotomy skin incision, above the patient's collarbone. Once the physician reattached the tunneler/sleeve to the catheter he was successfully able to tunnel it on a second attempt. The physician presumed this was successful due to dilating the tract with initial force. There was no harm or injury to the patient due to this event. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.